Event description:
Complainant alleged that while attempting to defibrillate a patient (age unknown) who had coded, the paddles did not allow the defibrilator to discharge. Complainant indicated that the patient subsequently expired.